Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The patient was ordered to receive insulin 1 unit/ml, to be delivered at a rate of 0.5units/hr. At approximately 1100, the nurse programmed line a of the device using the dose calculation mode to deliver insulin 1 unit/100ml, at a rate of 0.5units/hr, a volume to be infused of 100ml and the delivery was started. After approximately 5 to 10 minutes, the nurse noted the insulin was being delivered at a rate of 50ml/hr. A review of the device programming indicated that the concentration of the insulin was programmed as 1 unit/100ml instead of the intended concentration of 1 unit/ml. The infusion was stopped and the patient's blood sugar was checked and was reported as "low;" however, the patient was asymptomatic. The physician was notified and the patient was treated with one ampule of dextrose 50%. There was no reported adverse patient event. The patient has been discharged home. The device was not isolated or removed from clinical service. Though requested, no additional information was provided.